Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a white screen with alarm sound. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 10/17/2024. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to a delay during firmware version info. As a result, calibration and preventive maintenance were performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.